Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The accelerated stress test (ast) failed. Failure was due to motor b stalling. No fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a fluid/oil based liquid was discovered leaking through a hole in the bottom of the cycler in step 10, treatment complete. Upon follow up, the patient contact confirmed the reported event stating that the fluid was a machine lubricant and was leaking out of the bottom of the cycler. The patient contact confirmed that no delflex solution leaks were experienced. The patient contact stated that the leaking lubricant was first identified a few days prior to notifying fresenius, however the date when they first discovered the leak was unknown. The fluid was noticed coming from a small hole opening underneath the bottom of the cycler and was accumulating in small amounts on the cycler cart. The patient contact stated that after treatment was completed, they wiped the accumulated lubricant and continued to break down the treatment. The patient contact stated there was no delflex solution coming from the hole in the bottom of the cycler. The patient contact stated no delflex solution was seen on the cart or inside of the cassette door of the cycler. Additionally, the patient contact confirmed that the machine has been working as intended and has not experienced any alarms or other issues. The cause of the leak was unknown. The patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient has received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a fluid/oil based liquid was discovered leaking through a hole in the bottom of the cycler in step 10, treatment complete. Upon follow up, the patient contact confirmed the reported event stating that the fluid was a machine lubricant and was leaking out of the bottom of the cycler. The patient contact confirmed that no delflex solution leaks were experienced. The patient contact stated that the leaking lubricant was first identified a few days prior to notifying fresenius, however the date when they first discovered the leak was unknown. The fluid was noticed coming from a small hole opening underneath the bottom of the cycler and was accumulating in small amounts on the cycler cart. The patient contact stated that after treatment was completed, they wiped the accumulated lubricant and continued to break down the treatment. The patient contact stated there was no delflex solution coming from the hole in the bottom of the cycler. The patient contact stated no delflex solution was seen on the cart or inside of the cassette door of the cycler. Additionally, the patient contact confirmed that the machine has been working as intended and has not experienced any alarms or other issues. The cause of the leak was unknown. The patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient has received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return to the manufacturer.